Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fiber cap detached and was retrieved at 28,635 joules into the case during a prostate procedure. A second fiber was used to complete the procedure. It was reported that there was no harm to the pt.